Event description:
A physician reported a pt who was treated in march 1997 (exact date unk) into the glabella, nasolabial folds, and the lower perioral area. Immediately after the treatment, the pt developed erythema at the treatment sites, and later developed bumps at the treatment sites; the exact date of onset was unk. On 10 september 1997 the pt was seen by the reporting physician, who noted linear bleeding on the left side of the bridge of the nose at the site of a previous scar, two yellowish papules on the lower lip, superficial linear beading with slight erythema at the left nasolabial fold, and linear bleeding with erythema on the right nasolabial fold as well as one add'l line forming a "y" at the lowermost area. In addition, there was an area of drainage of clear fluid with purple discoloration and some induration in the center of the right nasolabial fold. The physician diagnosed a hypersensitivity to collagen and prescribed compresses for the right nasolabial fold and intralesional kenalog for the left nasolabial fold. On 24 september 1997, the pt reported to the physician improvement in the symptoms in the left nasolabial fold. The physician considered further intervention in the form or erbium laser therapy or microdermabrasion.